Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("pain") in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pain outcome was unknown. The reporter considered pain to be related to essure. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of essure device: location of device: peritoneal cavity"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding(general)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia) (event splitted for coding)"), foetal death ("pregnancy (termination), fetal demise"), pregnancy with contraceptive device ("pregnancy (termination), fetal demise") and bipolar disorder ("bipolar") in an adult female patient (gravida 6, para 2) who had essure (batch no. 626800, 626976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (termination), fetal demise, failure to occlude (close) fallopian tube" in (B)(6) 2010 and device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included cholecystitis, gastric ulcer and pregnancy with contraceptive device ((pregnancy before essure with a pre-term birth in 2004)). Concurrent conditions included multigravida (((B)(6) 2004, (B)(6) 2008).), parity 2 (((B)(6) 2004, (B)(6) 2008).), leiomyoma nos, hypothyroidism, galactorrhea, gastroesophageal reflux disease, peptic ulcer disease, pituitary adenoma, brca2 gene mutation, hyperprolactinemia, hyperlipidemia, migraine, anxiety, bipolar disorder and menometrorrhagia. Concomitant products included alprazolam (xanax), cabergoline, estrogens conjugated (premarin), ondansetron (zofran) and paroxetine hydrochloride (paxil). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), foetal death (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia) (event splitted for coding)"), hormone level abnormal ("hormonal changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), device expulsion ("expulsion of essure device"), alopecia ("hair loss"), migraine ("migraines / headaches (event splitted for coding)"), headache ("migraines / headaches (event splitted for coding)"), nausea ("nausea"), mental disorder ("psychological or psychiatric problems"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), anxiety ("anxiety"), visual impairment ("vision problems in right eye"), panic attack ("panic attacks"), depression ("depression"), vomiting ("vomiting"), breast discharge ("other injuries) or complication please describe: nipple discharge") and mood swings ("hormonal changes: mood swings"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (patient underwent total hysterectomy with bilateral salpingo-oophorectomy), surgery (hysteroscopy d&c, ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, pelvic pain, genital haemorrhage, menorrhagia, foetal death, pregnancy with contraceptive device, bipolar disorder, vaginal haemorrhage, hormone level abnormal, dysmenorrhoea, dyspareunia, device expulsion, alopecia, migraine, headache, nausea, mental disorder, vaginal discharge, weight increased, anxiety, visual impairment, panic attack, depression, vomiting, breast discharge and mood swings outcome was unknown. The pregnancy outcome was reported as fetal death. The reporter considered alopecia, anxiety, bipolar disorder, breast discharge, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, foetal death, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, mood swings, nausea, panic attack, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, visual impairment, vomiting and weight increased to be related to essure. The reporter commented: the current mother case: (B)(4) is linked to second pregnancy case: (B)(4) deleted (duplicate from case number (B)(4) ) ¿ same pregnancy . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70.295 kgs. Approximate weight at the time of essure placement 160 lbs. On (B)(6) 2015, MRI of the brain without contrast: rightbilateral ovary and fallopian tubes was negative for any abnormality. Follicle corpora lutea and follicle cyst. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-oct-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of essure device: location of device: peritoneal cavity"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding(general)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia) (event splitted for coding)"), foetal death ("pregnancy (termination), fetal demise"), pregnancy with contraceptive device ("pregnancy (termination), fetal demise") and bipolar disorder ("bipolar") in an adult female patient (gravida 6, para 2) who had essure (batch no. 626800, 626976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (termination), fetal demise, failure to occlude (close) fallopian tube" in (B)(6) 2010 and device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included cholecystitis, gastric ulcer and pregnancy with contraceptive device ((pregnancy before essure with a pre-term birth in 2004)). Concurrent conditions included multigravida (((B)(6) 2004, (B)(6) 2008).), parity 2 (((B)(6) 2004, (B)(6) 2008).), leiomyoma nos, hypothyroidism, galactorrhea, gastroesophageal reflux disease, peptic ulcer disease, pituitary adenoma, brca2 gene mutation, hyperprolactinemia, hyperlipidemia, migraine, anxiety, bipolar disorder and menometrorrhagia. Concomitant products included alprazolam (xanax), cabergoline, estrogens conjugated (premarin), ondansetron (zofran) and paroxetine hydrochloride (paxil). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), foetal death (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia) (event splitted for coding)"), hormone level abnormal ("hormonal changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), device expulsion ("expulsion of essure device"), alopecia ("hair loss"), migraine ("migraines / headaches (event splitted for coding)"), headache ("migraines / headaches (event splitted for coding)"), nausea ("nausea"), mental disorder ("psychological or psychiatric problems"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), anxiety ("anxiety"), visual impairment ("vision problems in right eye"), panic attack ("panic attacks"), depression ("depression"), vomiting ("vomiting"), breast discharge ("other injuries) or complication please describe: nipple discharge") and mood swings ("hormonal changes: mood swings"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (patient underwent total hysterectomy with bilateral salpingo-oophorectomy), surgery (patient underwent total hysterectomy with bilateral salpingo-oophorectomy), surgery (patient underwent total hysterectomy with bilateral salpingo-oophorectomy), surgery (hysteroscopy d&c, ablation) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, pelvic pain, genital haemorrhage, menorrhagia, foetal death, pregnancy with contraceptive device, bipolar disorder, vaginal haemorrhage, hormone level abnormal, dysmenorrhoea, dyspareunia, device expulsion, alopecia, migraine, headache, nausea, mental disorder, vaginal discharge, weight increased, anxiety, visual impairment, panic attack, depression, vomiting, breast discharge and mood swings outcome was unknown. The pregnancy outcome was reported as fetal death. The reporter considered alopecia, anxiety, bipolar disorder, breast discharge, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, foetal death, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, mood swings, nausea, panic attack, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, visual impairment, vomiting and weight increased to be related to essure. The reporter commented: the current mother case: (B)(4) is linked to second pregnancy case: (B)(4). Case number (B)(4) deleted (duplicate from case number (B)(4)) ¿ same pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70.295 kgs. Approximate weight at the time of essure placement 160 lbs. On (B)(6) 2015, MRI of the brain without contrast: right bilateral ovary and fallopian tubes was negative for any abnormality. Follicle corpora lutea and follicle cyst. Most recent follow-up information incorporated above includes: on 18-sep-2018: plaintiff fact sheet and medical records received. New events, breast discharge, mood swings, foetal death and essure confirmation test not conducted were added. Previously reported event pregnancy (live birth with complications) updated to pregnancy (termination), fetal demise. Previously reported historical condition ectopic pregnancy deleted and pregnancy (live birth with complications) added as historical condition. Pregnancy outcome updated to fetal death. Case (B)(4)found to be the duplicate of this case marked for deletion. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of essure device: location of device: peritoneal cavity"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding(general)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia) (event splitted for coding)"), pregnancy with contraceptive device ("pregnancy (live birth with complications)") and bipolar disorder ("bipolar") in an adult female patient who had essure (batch no. 626800, 626976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (live birth with complications), failure to occlude (close) fallopian tube". The patient's past medical history included ectopic pregnancy ((B)(6)2004 premature 1 lb 6.8 oz, ectopic pregnancy.) On (B)(6)2004, cholecystitis and gastric ulcer. Concurrent conditions included multigravida ((B)(6) 2004,(B)(6)2008).), parity 2 ((B)(6)2004, (B)(6) 2008).), leiomyoma nos, hypothyroidism, galactorrhea, gastroesophageal reflux disease, peptic ulcer disease, pituitary adenoma, brca2 gene mutation, hyperprolactinemia, hyperlipidemia, migraine, anxiety, bipolar disorder and menometrorrhagia. Concomitant products included alprazolam (xanax), cabergoline, estrogens conjugated (premarin), ondansetron (zofran) and paroxetine hydrochloride (paxil). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia) (event splitted for coding)"), hormone level abnormal ("hormonal changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), device expulsion ("expulsion of essure device"), alopecia ("hair loss"), migraine ("migraines / headaches (event splitted for coding)"), headache ("migraines / headaches (event splitted for coding)"), nausea ("nausea"), mental disorder ("psychological or psychiatric problems"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), anxiety ("anxiety"), visual impairment ("vision problems in right eye"), panic attack ("panic attacks"), depression ("depression") and vomiting ("vomiting"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy (full), salpingectomy), surgery (hysterectomy (full), salpingectomy), surgery (to remove the essure implant, hysterectomy (full), salpingectomy), surgery (hysteroscopy d&c, ablation) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, pelvic pain, genital haemorrhage, menorrhagia, pregnancy with contraceptive device, bipolar disorder, vaginal haemorrhage, hormone level abnormal, dysmenorrhoea, dyspareunia, device expulsion, alopecia, migraine, headache, nausea, mental disorder, vaginal discharge, weight increased, anxiety, visual impairment, panic attack, depression and vomiting outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered alopecia, anxiety, bipolar disorder, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, nausea, panic attack, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, visual impairment, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70.295 kgs. Approximate weight at the time of essure placement 160 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Events anxiety, vision problems in right eye, panic attacks, biploar, depression, vomiting added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of essure device"), pregnancy with contraceptive device ("pregnancy (live birth with complications)"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding(general)") in an adult female patient who had essure (batch no. 626800, 626976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (live birth with complications)". The patient's past medical history included ectopic pregnancy ((B)(6) 2004 premature 1 lb 6.8 oz, ectopic pregnancy.) On (B)(6) 2004. Concurrent conditions included multigravida (((B)(6) 2004, (B)(6) 2008).), parity 2 (((B)(6) 2004, (B)(6)2008).), leiomyoma nos, hypothyroidism, galactorrhea, gastroesophageal reflux disease, peptic ulcer disease, pituitary adenoma, brca2 gene mutation, hyperprolactinemia, hyperlipidemia, migraine, anxiety and bipolar disorder. Concomitant products included alprazolam (xanax), cabergoline, estrogens conjugated (premarin), ondansetron (zofran) and paroxetine hydrochloride (paxil). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia) (event splitted for coding)"), hormone level abnormal ("hormonal changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), device expulsion ("expulsion of essure device"), alopecia ("hair loss"), migraine ("migraines / headaches (event splitted for coding)"), headache ("migraines / headaches (event splitted for coding)"), nausea ("nausea"), mental disorder ("psychological or psychiatric problems"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy (full), salpingectomy), surgery (hysterectomy (full), salpingectomy), and surgery (hysteroscopy d&c, ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, hormone level abnormal, dysmenorrhoea, dyspareunia, device expulsion, alopecia, migraine, headache, nausea, mental disorder, vaginal discharge and weight increased outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered alopecia, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70.295 kgs. Approximate weight at the time of essure placement 160 lbs. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Patient details, historical condition, concomitant disease, concomitant drugs and unstructured relevant tests were added. Abnormal bleeding(general), abnormal bleeding(vaginal, menorrhagia), hormonal changes, pregnancy (live birth with complications), device ineffective, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), expulsion of essure device, migration of essure device, hair loss, migraines / headaches, nausea, psychological or psychiatric problems, vaginal discharge and weight gain were added as events. Essure lot number and indication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.